Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 targeting bilateral cluneal nerves. During a follow-up visit in december 2024 the patient was noted to be getting good therapy on the left side but not getting any therapy on the right side. Imaging found that the right cluneal lead had migrated away from the original implant location. A surgical revision was planned to place a new lead closer to the l5 nerve root and suture it in place. On (B)(6) 2024 the procedure was performed in which the right side lead was replaced as planned and the implantable pulse generator (ipg) was also replaced to avoid handling damage from the procdure. The system was tested at the time of the procdure and the patient reported stimulation at the desired location.

Manufacturer narrative:
The patient has unstable fatty tissue around the location of the implanted lead, which is likely a contributing factor to the lead migration. Patient has low mobility so it is unlikely that excessive movement or activity took place. Migration is a known inherent risk of implantable neuromodulation systems and in this case the quality of tissue around the implant likely contributed to the instability.